Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Towards the end cardiac ablation procedure with a qdot micro and decanav catheter, the patient experienced increase heart rate and pericardial effusion treated with pericardiocentesis with unknown amount of blood drained. The outcome of the adverse event was improved. The report indicated that towards the end of the case the physician was trying to go further into the coronary sinus (cs) with a decanav catheter, they noticed the heart rate sped up and the patient had a pericardial effusion. The effusion was confirmed on intracardiac echocardiography (ice). The physician performed pericardiocentesis but was not sure on how much blood was drained at the time. The physician was unsure of the cause of the event. The outcome of the adverse event was improved. The ablation catheter used was qdot. Prior to noting the pericardial effusion, ablation had been performed. No evidence of steam pop was identified. The event occurred during mapping post ablation. The flow setting was default qdot settings. The patient did not require cardiac surgery. No perforation was noted. There are two reports for this event (qdot and decanav). This report is for the qdot.